Event description:
In this event it is reported that g124 cavitron select sps sent in for repair has evidence of overheating that was found during the repair. Water was turned off during use. Investigation found debris built up in water filter. No injury.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Investigation results: edh dsp/if/ic/scan board damaged interface board was burnt and was not able to connect the g123 pump. The cover itself on the g124 unit where the handpiece is supposed to be cradle is burnt. The steri-mate was burnt when it was laying in the cradle of the g124 unit. Debris was built up in the water filter. On the g123 pump the interface pcb assembly was burnt and damaged also leading to a burnt pump interface. The grommet bumper was burnt and replaced with a new one. All testing on the g124 unit and the g123 pump has been calibrated and tested to manufacture specs. Replaced damaged/worn components and recalibrated unit to factory specs.